Event description:
It was reported that seven patients experienced stem subsidence. In all cases, it stabilized within 1 year after the total hip arthroplasty. Unknown impact or consequence to the patients. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Kosei sakamotoa, goro motomuraa, satoshi hamaia, satoshi ikemuraa, masanori fujiia, shinya kawaharaa, yusuke ayabea, yasuharu nakashima (2022) short-term results of total hip arthroplasty using a tapered cone stem for patients with previous femoral osteotomy. Journal of orthopaedics, 30, 83-87. Https://doi.org/10.1016/j.jor.2022.02.021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). It was reported that 7 patients exhibited stem subsidence upon radiographic follow up. The author further details the anatomical bone space after osteotomy and the canal narrowing in dorr type a patients in relation to the implants chosen and their fit. The author does not report any patient complications as a result of the subsidence, no interventions were performed, and the subsidence stabilized within one year. Therefore, this would not meet the criteria for serious injury or reportable with the information provided thus far. Given this information this medwatch will be voided.

Event description:
It was reported that 7 patients exhibited stem subsidence upon radiographic follow up. The author further details the anatomical bone space after osteotomy and the canal narrowing in dorr type a patients in relation to the implants chosen and their fit. The author does not report any patient complications as a result of the subsidence, no interventions were performed, and the subsidence stabilized within one year. Therefore, this would not meet the criteria for serious injury or reportable with the information provided thus far. Given this information this medwatch will be voided.